Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 298 mg/dl while wearing the pod between 4 and 24 hours. The pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. In addition when removed from the infusion site, the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. No bends or kinks were observed on the soft cannula. Fluid was able to pass through the fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed.